Manufacturer narrative:
Image review: analysis of images provided confirmed the object shown in the image is not a closurefast device. The object was unable to be identified from the images. An image shows a ring on the unknown item which is not part of at a closurefast device. If this was a segment of the closurefast catheter, the metal from the coil would appear differently.

Event description:
Physician used a closurefast catheter with an rfg2 generator for the treatment of the great saphenous vein (gsv). There were 6 segments treated and the vein was successfully closed. Catheter removed following completion of procedure with no issues noted at the time. X-ray images of the vertebrae taken 3 years after the procedure show that a part of the catheter remains in the patients iliac vein. There is no patient injury reported. No attempt was made to remove the detached segment and there is no intervention planned for future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.